Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed and it was noted that the tubing was separated from the luer activated valve. A closer visual inspection observed that the tubing has the applicable solvent in the mark area and there is not lack of solvent. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) clearlink system continu-flo solution sets leaked. It was further specified that tubing separated from the connector during priming. There was no patient involvement. No additional information is available.